Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to an incorrectly assembled filter cover, filter, bracket and screws which prevents the battery from sitting correctly in the device, causing the device to power off with minimal handling. The customer must disassemble these components to install their breakout cable guide. It is likely that when they recently reassembled these components with the breakout cable guide on this older unit. The gasket and filter cover were reinstalled for the battery to sit flush in the battery well. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.